Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. They were still waiting on the results of the emg and the MRI to be performed in the next few weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported the patient was experiencing paresthesias in the right arm and thigh when eating meals after a rear-end collision four months ago, in which the patient experienced whiplash. An impedance check did not reveal any abnormal impedances. The patient was referred for a cervical MRI and emg over the next few weeks. The issue was unresolved at the time of this report. A surgical intervention to address the issue was scheduled for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the MRI showed no issues and an emg was not performed. The device had been replaced. They were no longer experiencing unwanted side effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the rep reporting that the hcp determined prior to the case that the issue was resolved and the ins replacement was routine. No further patient complications have been reported as a result of this event.